Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found in specification in relation to the reported under infusion, which was not confirmed or reproduced during evaluation. Review of the event history log did not reveal any abnormalities that could be attributed to the reported symptom. Device investigation ran the device at multiple flow rates/volumes, including the flow rate used by the customer at the time of the alleged under infusion, and found the device to deliver within design specification. Device investigation was unable to determine component causality and no associated correction was required.

Event description:
It was reported that a sigma spectrum pump under infused during therapy in the adult general care area. The patient was a type one insulin dependent diabetic admitted with a diagnosis of gastroparesis. An infusion of d5.45% normal saline 1liter at 125ml/hr was started on (B)(6) 2016 (unknown start time). The patient had a continuous subcutaneous insulin pump running (this is the patient's personal insulin pump - unknown insulin dose). At 03:00am, the patient stated that she "felt hypoglycemic" and took a reading with her personal glucometer with a result of 2.3mmol/l (normal canadian blood glucose range 4-7mmol/l). It was also observed that the d5.45% normal saline IV bag had 450ml of fluid remaining in the bag. A vtbi of 16.4ml was remaining, which was correct based on the time the infusion was started. A blood glucose test was taken with a hospital glucometer with a result of 3.2mmol/l. Per orders, turn off the patient's personal insulin pump for one hour (stopped at 04:00am), a blood glucose test to be performed in an hour, and to resume insulin pump if blood glucose is within normal range. Additionally, a d5w infusion to be started at a rate of 100ml/hr. The pump was swapped out and the d5w infusion started (unknown start time) at 100ml/hr. Blood glucose testing continued as follows: 04:00am-3.1mmol/l; 05:00am-4.6mmol/l; 06:00am-6.4mmol/l; 08:05am-5.9mmol/l; 10:15am-5.2mmol/l; 12:25pm-5.0mmol/l; 14:50pm4.9mmol/l; 16:45pm-6.1mmol/l; 18:50pm-5.2mmol/l; 21:30-7.3mmol/l. It was reported that the patient resumed her personal insulin pump (unknown date/time and insulin parameters), blood glucose level stabilized and eventually, she was discharged (unknown discharge date).